Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.010.046, lot no.: 9598388: manufacturing location: (B)(4), release to warehouse date: 11.dec.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The percutaneous insertion handle (03.010.046) is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system technique guide and the suprapatellar instrumentation for titanium cannulated tibial nails system technique guide among others. The returned insertion handle was examined and the complaint condition was able to be confirmed as a burr was noted on the distal end of the 120 degree antegrade locking hole which would inhibit the insertion of a protection sleeve as noted in the complaint description. No definitive root cause was able to be determined, however the failure mode is typically associated with wear and tear for a multiuse device. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. The 120 degree antegrade locking hole inner diameter was checked with a gauge pin and the complaint condition was able to be replicated as the burr inhibited the 12.00mm pin from passing through the distal end of the hole. The largest pin which was able to pass completely through the hole was 11.95mm which is under the minimum specification of 12.00mm device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the percutaneous insertion handle was discovered damaged in sterile processing. There was no patient involvement. Sales consultant tried to put an 8mm protection sleeve through the targeting hole of the insertion handle and it would not fit. The insertion handle cannot be used in any procedures. The insertion handle is likely bent right at the targeting hole. The sales consultant tried several protection sleeves on the reported insertion handle and they would not fit through the targeting hold. The same protection sleeves were used on a different insertion handle and all of the protection sleeves fit. The issue appears to be with the insertion handle and not the protection sleeves. Concomitant device reported: 12.0mm/8.0mm protection sleeve 188mm (03.010.063, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).